Event description:
It was reported that pump had damage in corner near charging port, charging cord required excessive force to plug in, and touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer did not want to troubleshoot, declined further follow-up, and case was closed with no additional corrective actions documented.